Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation finding of electrode detached. Block h11: the returned orise proknife was analyzed, and a product analysis found the catheter was kinked. Functional inspection observed the electrode was broken and detached. The reported event of device failure to cut could not be confirmed. Based on all available information, it is likely that procedural factors, such as the length of time, power settings, handling technique, and tissue composition led to the damage of the electrode and subsequent use caused the electrode to detach. The kinks found on the catheter is likely due to the way in which the device was handled and manipulated during the procedure. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable conclusion is adverse event related to procedure. Reported event of device failure to cut will be classified as cause not established due to this failure happened during the procedure and there is no objective evidence or descriptive conditions to establish the most probable cause.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectal/sigmoid during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. The procedure started at 9:45 am. The physician used a technique where a knife cuts in retracted position in locations where there is a higher risk of perforation. The knife also cuts with the needle extended. There had been multiple device exchanges with a coag grasper. At around 11am, the physician noticed that the knife no longer cuts in the retracted position. The proknife was removed and cleaned thoroughly with both an alcohol wipe to remove eschar and using the built-in needle cleaner with the needle retracted. Neither of these resolved the issue and the needle could not be used to cut in the retracted position for the remainder of the case. It could also be seen that the silver part of the needle could no longer been seen when retracted. It was also noted at around 11am that there was a kink in the catheter. The procedure was completed with this device. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation finding of electrode detached. Please see block h11 for full investigation details.